Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient was presented to clinic after receiving a patient notifier for high, out of range pacing lead impedance. Interrogation also revealed a significant increase in capture threshold. Clavicular crush was noted. The lead was successfully explanted and replaced during device upgrade procedure. Patient was in stable condition.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.